Manufacturer narrative:
(B)(4). Device is similar to device with 510(k) p140016. Investigation is still in progress.

Event description:
Description according to study: this (B)(6) male patient had a type ib endoleak noted on a follow-up CT (6 days post procedure (pp)). On (B)(6) 2015, a proximal component (zta-pt-42-38-225, lot # e3346539) and a distal component (zta-pt-40-36-217, lot # e3345355) were implanted without difficulty. The left subclavian artery was not covered. No additional procedures were performed and there were no uncorrected endoleaks on the completion angio. On (B)(6) 2015 (7 days pp), a follow-up CT showed a type ib (distal end) endoleak with the additional comment of "false lumen reperfusion through secondary entry tear below the endograft". Patient outcome: on (B)(6) 2015 (8 days pp), the patient was discharged from the hospital. No further information has been received.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: re-investigation due to additional information provided. The investigation of this complaint was based on review of complaint history, device history records and the instructions for use (IFU) as well as imaging review. According to imaging review, no endoleak was observed at six days or six months. Sealing stent and intimal contact was complete except for a small contrast extension that developed by six months. Because this contrast extension did not communicate with the thoracic false lumen, it cannot be considered a type ib endoleak. The contrast extension was secondary to a pre-existing distal thoracic aortic diameter greater than the endograft design diameter. False lumen perfusion at six days was secondary to retrograde perfusion, through an intimal defect at the sma origin, and not a type ib endoleak. Thoracic aortic dilation, distal to the endograft, was the result of a large secondary intimal tear at the endograft trailing edge. Signiticant distal endograft oversizing relative to the true lumen led to a large secondary intimal tear at the endograft trailing edge. Use of a dissection stent would have reduced but not eliminated the risk of tear by evening out the radial force exerted at the endograft trailing edge. A dissection patient was treated with the use of zenith alpha thoracic endovascular grafts. As per IFU, the alpha graft is indicated for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta and has not been formally tested in patient populations with dissections. It is therefore not possible to evaluate the performance of the device in this case. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Additional information received 08aug2017: on (B)(6) 2017, study site updated the information to report that a type ib (distal end) endoleak was noted and left untreated at the end of the implant procedure. Additional info added to entry of 06aug2015: an antegrade progression of the dissection was also noted. This did not result in a new event or secondary intervention. On (B)(6) 2016 (204 days post-procedure), the 12 month CT was completed. The false lumen at the level of the stented segment of the aorta was completely thrombosed. The false lumen above the stented segment was patent. There was no reported progression of the dissection. There was no reported endoleak or false lumen perfusion. On (B)(6) 2016 (267 days post-procedure), the patient underwent an open surgical repair of an abdominal aortic aneurysm.

Manufacturer narrative:
(B)(4). Device is similar to device with 510(k): p140016. (B)(4). Summary of investigational findings: it was not possible to determine the exact root cause of the reported event based on the information currently available. However, it was determined that the product was used off label, as the zenith alpha thoracic endovascular graft is not indicated for treatment of dissections. This product was in this case used for treatment of dissection. According to the IFU: the proximal component should be used in combination with a distal component, not two proximal components, as in this case; the zenith alpha¿ thoracic endovascular graft is indicated for treatment of aneurysms and ulcers in the descending thoracic aorta, not dissections, as in this case. The product was used off label; the performance of zenith alpha¿ thoracic endovascular graft has not been tested and established in the treatment of aortic dissections. The device was used off-label; endoleak is a known potential adverse event. It is noted that no new clinical event or intervention has been reported due to the endoleak. There is no evidence to suggest that this device was not manufactured according to specifications. The complaint will be closed, and reopened if new information is provided. Cook medical will continue to monitor for similar events

Event description:
Description of event according to study: this (B)(6) male patient had a type ib endoleak noted on a follow-up CT (6 days post procedure (pp)). On (B)(6) 2015, a proximal component (zta-pt-42-38-225, lot # e3346539) and a distal component (zta-pt-40-36-217, lot # e3345355) were implanted without difficulty. The left subclavian artery was not covered. No additional procedures were performed and there were no uncorrected endoleaks on the completion angio. On (B)(6) 2015 (7 days pp), a follow-up CT showed a type ib (distal end) endoleak with the additional comment of ¿false lumen reperfusion through secondary entry tear below the endograft¿. Patient outcome: on (B)(6) 2015 (8 days pp), the patient was discharged from the hospital. No further information has been received.